Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up it was not that telemetry was not established when it comes to this device. Two different programmers were used, but telemetry could not be established. The patient refused any invasive procedure thus the device remains implanted. The model/serial number of the device could not be obtained. No adverse patient effects were reported.